Event description:
The affiliate reports the lcsc1 produced a steady tone after 20 minutes of use with gen32 and h2tuv handpiece. The shears would not coagulate and the surgeon ended up performing a splenectomy due to hemorrhage instead of a partial splenectomy as initially intended. The case was completed with another lcsc1. No other pt issues reported.